Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Treating healthcare professional (hcp) reported that a patient injected in the c6 with juvéderm® voluma¿ with lidocaine and experienced "palpation of nodules in c6 since the beginning, more accentuated in the left side". 7 months after coinciding with flu vaccination + neumococo (the patient is not capable of remember if just before or after) notices inflammation more noticeable in c6 area reason for which goes to the emergency room, performing tc. At palpation hardened petreous in c6 bilateral", "late petreous nodule". Treatment included hyaluronidase, rf (radiofrequency) 4 sessions, metronidazol, deflazacort, omeprazol, varidasa, corticosteroids. Symptoms ongoing/unresolved.